Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The connecting tube had a dent. In addition to evaluation in b5, the connecting tube had a scratch. The image guide bundle had significant breakages. The image guide protector was loose. Grip had a scratch. The up/down plate was sticky. The grip was sticky. The control unit had a scratch. The control unit was dirty due to water leakage. Due to damage on the control section, angulation lever did not move smoothly. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a wrinkle. The adhesive on bending section cover had a chip. Due to a pinhole on bending section cover, water tightness was lost. Due to deformation of the control unit, water tightness was lost. Due to damage on the channel tube, the channel cleaning brush could not be inserted smoothly. Due to damage on light guide cover glass, water tightness was lost. Image guide protector had a scratch. Angulation lever had a scratch. The indication on the light guide connector was unclear. The venting connector under grip was shaved. The scope cover had a scratch. The eyepiece had a scratch. The up/down plate was sticky. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for these events was not established. However, it is probable that the events occurred because of stress from repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the tracheal intubation fiberscope had multiple crushed parts in the flexible part. There was no report of user or patient harm associated with this event. During incoming inspection, the coating of the image guide serpentine was peeling off. Also, the image guide coil had disappeared. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.